Event description:
It was reported that the device had communication error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported communication error issue was confirmed during log review but was not replicated during laboratory testing. The suspect device was fully evaluated, and no issues or malfunctions were observed during the investigation. Dchu lab network configuration was installed on the suspect pcu. After powering on the device and selecting the network status, it showed "associated.¿ the device was then left running overnight to monitor for any potential disconnections. By the following morning, the device had remained connected without any issues. Upon that testing, a preventive maintenance test from alaris system maintenance software was performed to verify the functionality of the device. The suspect device passed all the tasks successfully. The date of the event was reported to be 13 august 2025, the time was not provided. The error log showed no issues or malfunctions registered on the reported date of event. One instance of error code 600.6840.5 (cib connect failure, log only severity) was recorded on 8 september 2025. The event log showed that the last power-on occurred on june 19, 2025, at 10:18 am. A pump module s/n (B)(6) was added to channel b, a 'new patient' was selected. The last infusion was performed on june 19, 2025, at 10:20 am. From 10:20 am to 10:21 am, pump module (s/n (B)(6)) on channel b was selected and a basic infusion was programmed with the following parameters: rate = 50 ml/h, vtbi = 100 ml for an expected duration of 2 hours. The infusion was started. Primary volume infused (pvi) = 0 ml. Immediately after starting, a check IV set alarm was displayed. The pump door was opened and closed, and the infusion was restarted. At 10:23 am, the pump was paused and the channel off was pressed. The system was turned off. Pvi = 1.639 ml. No other infusion was performed. According to the alaris system user manual v12.3.1 if the status appears as ¿disabled¿ or ¿invalid¿ and the wireless connection soft key is inactive (grayed out) it could be for one of the following reasons: - system maintenance was used to disable the wireless connection. - the cf card flashing process was done without the programming of the proper appconfig file (v9.12 or later). - a valid network configuration has not been transferred. There was no patient involvement. Notes to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had communication error. There was no patient involvement.